Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed premature battery depletion on the pacemaker. No changes or intervention was performed. There were no patient consequences.